Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding was most likely use issue since hemostasis was achieved with proper angle matching and forward tension sutures. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26945. H6 health effect - clinical code 1884 was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 62 year old male patient that the patient on impella cp support developed a large hematoma after transfer to ICU. Angle matching, forward tension sutures were applied, and hematoma was controlled. Three units of prbcs were administered. The patient was eventually explanted.